Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the ¿beeper was not working¿. It was reportedly ¿not sending signals to the patient¿s body¿. The reporter indicated that the patient was not feeling stimulation even with the dial turned up all the way to 10v. None of the patient¿s leads were reportedly working but were indicated to have been inserted into the external neurostimulator (ens) correctly. It was noted that the patient had a green light by the word ¿no¿, which was believed to have been "on" upside down, and was still not feeling stimulation. If additional information becomes available, a follow-up report will be submitted.